Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers received. They mention that patient suffered multiple dislocations and persistent pain, and that patients femoral head and acetabular component were revised. They provided product and lot numbers. Liner and head were added, and product and lot numbers for cup were added, as well. Doi: (B)(6) 2004. The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a cup that was retroverted and causing instability and dislocation.**update** (B)(6) 2011 - litigation papers received. They mention that patient suffered multiple dislocations and persistent pain, and that patients femoral head and acetabular component were revised. They provided product and lot numbers. Liner and head were added, and product and lot numbers for cup were added, as well. Doi: (B)(6) 2004